Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. According to the report, "pt in hdu on ventilator and ventilator alarming. Not ventilating and showing db tuv failed. Pt was placed on waters circuit 100%. Ventilator changed. Faulty vent checked - locked out and would not allow reset. Equipment quarantined." The pt was not harmed or injured as a result of the event. This issue is still under investigation.

Manufacturer narrative:
Covidien was not authorized to evaluate the device. Covidien is trying to confirm what type of circuit was in use at the time of the reported event and whether a pre test was performed prior to pt use.